Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device and found a defective component on the power supply board. The board was replaced. Functional and safety tests were successfully executed. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that during set-up, the device made a popping sound and began to smell of smoke. The device remained on, but the compressor was not running. No pt involvement. Reference: (B)(4).